Event description:
It was found by boston scientific corporation on (B)(6), 2011 that a flexima biliary stent received at the investigation site had a stretched and broken guide catheter. It was later confirmed by the complainant that this flexima biliary stent was used during a stent placement procedure (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the stent was released in the common biliary duct, the guide catheter stretched and broke outside the patient. The broken guide catheter remained within the push catheter allowing the device to be removed together in one piece. The stent had successfully deployed, therefore the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent was not returned. The suture was found to be detached from the push catheter and was also not returned. Visual evaluation of the device found the suture hole of the push catheter to be torn. The guide catheter assembly was found stretched and broken near the proximal end. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the deployment activity. The stretched and broken guide catheter indicates force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was found by boston scientific corporation on (B)(6), 2011 that a flexima biliary stent received at the investigation site had a stretched and broken guide catheter. It was later confirmed by the complainant that this flexima biliary stent was used during a stent placement procedure (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the stent was released in the common biliary duct, the guide catheter stretched and broke outside the patient. The broken guide catheter remained within the push catheter allowing the device to be removed together in one piece. The stent had successfully deployed, therefore the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Preliminary evaluation of the returned complaint device revealed the guide catheter to be stretched and broken near the proximal end; however the investigation has not been completed and the cause of the noted damage has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.